Event description:
It was reported that shaft break occurred. After a guide catheter crossed the lesion, a 15mm x 3.50mm nc quantum apex balloon catheter was advanced for dilatation. However, prior to exiting the distal portion of the guide, the shaft broke. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.